Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported difficulties and subsequent treatment appears to be related to procedure circumstance. In this case, it is likely the cause of the reported entrapment and difficulty to open or close was the suture knot loop wrapped around the foot as per the reported, ¿the knot had cinched down around the footplate preventing removal.¿. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 12f sheath hole prior to a mitra-clip interventional procedure. Reportedly, the prostyle device was deployed; however, there was resistance removing the device. The physician gently advanced the device and cycled the lever yet the prostyle device would not come out of the tissue tract. A vascular surgeon was called to perform cut down surgery to remove the device. During the cut down, it was found that the suture had not released from the o- ring [suture bearing], and the knot had cinched down around the footplate preventing removal. The suture was cut and the device was removed. Hemostasis was achieved with surgical suturing. A delay occurred as a result of the intervention. There was no reported adverse patient sequela. No additional information was provided.